Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer called to report a protruded drive support cap. The customer stated that she gave herself a bolus for a blood glucose of 322 mg/dl, and now she feels like she's going low. Advised the customer to treat with orange juice. Advised the customer that the insulin pump would be replaced due to the protruded drive support cap. Nothing further was reported.